Manufacturer narrative:
Correction: a1, a2-a6 (update to ni), b3/d10 date, b6, b7. Additional information: b5, h4, h6 (update codes), h11. B5: the event was further described as "tubing ripped apart from the first/most proximal hub port" and "the tubing came apart from the port hub". H4: the lot was manufactured between july 31, 2025 and august 01, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked between the y-site port hub and the tubing. The device contained chemotherapy, and an infusion pump was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.